Event description:
It was reported that the customer threw the insulin pump at the wall and the lcd screen became cracked. Customer's blood glucose was in the 300-399 mg/dl range. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.